Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8100 failed patient side occlusion test account name: (B)(6) hospital account #: 1943101 asset name: 8100 pump module 9.17.0.22 asset location: contact: (B)(6) contact email: contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: paul just received lvp8100 sn (B)(4) returned from service repair. It would not pass patient side occlusion test. Failure device type: failure problem type: failure mode: case resolution: I transferred paul to com for rga number to send the unit back for 90 days warranty repair.